Manufacturer narrative:
One photo was provided to our quality team for investigation. Through visual inspection, it was observed that the barrel is missing most of its scale markings. Potential root cause for the scale marking defect is associated with the marking process. These defects are occurring below an expected rate so no corrective actions will be made at this time. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot numbers 2172095 and 2131738. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ luer slip tip syringe with attached needle 26 g x 5/8 in, 1 ml there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: pt stated that 1 dosing syringe did not have numbers to measure volume on it.